Event description:
On (B)(6) 2014, a 19mm trifecta valve was implanted in the aortic position. On (B)(6) 2018, the device was explanted. Per the patient, the valve "failed". The device was replaced with an unknown device. Additional information has been requested.

Event description:
On (B)(6) 2014, a 19mm trifecta valve was implanted in the aortic position. On (B)(6) 2018, the device was explanted. Per the patient, the valve "failed". The device was replaced with an unknown device. Additional information has been requested, but not available.

Manufacturer narrative:
The reported event of valve failure could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.